Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 3.0 x 20mm rx trek was advanced for pre-dilatation; however, the balloon failed to inflate. The balloon was pulled back and the lumen was flushed, but the balloon would still not inflate. Another balloon was used to complete this case. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.